Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 208 mg/dl at the time of incident. Customer stated that the insulin pump up button was sticking and does not work. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that she was in the hospital at the time of call and the insulin pump broke in the hospital. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with no button response at down arrow button due to unlocked connector on lcd board. No button error alarm during testing. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, peeling address/serial number label and minor scratches on display window noted.